Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was in use on patient and alarmed blower temperature high alarm message on screen. The unit removed from patient without incident and no patient harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer noted "error 1122 check vent: blower temperature high" in the event log and the blower is not working, complaint confirmed, cooling fan is working and both filters are fairly clean and unobstructed. The rse advised customer to replace blower to address incident and error codes, provided part identification. Investigation is ongoing.